Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2026, during an ultrasound-guided central venous catheter (cvc) placement procedure, the catheter could not be advanced into the vessel, resulting in difficult cannulation. The initial vessel puncture using the introducer needle was successful, and the spring wire guide (swg) was advanced without issue. However, resistance was encountered when attempting to advance the cvc catheter over the guidewire into the vessel. As a result, the catheter placement was unsuccessful. There were no reported patient injuries, harm, or adverse health consequences associated with the event. The patient's condition was reported as "fine." The affected device was removed and replaced with another cvc, which was successfully placed. No additional medical intervention was required.